Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the extremely tortuous iliac artery. An amplatz guidewire was advanced but could not get around the bend. It was exchanged with a non bsc guidewire. A rubicon support catheter was used to exchange the wires out. A 7.0x60x135cm express ld iliac / biliary stent was advanced to treat the lesion. Whenever the non bsc wire went up, the physician took the rubicon out, and the physician noticed that the stent had came off the balloon. The physician ran the rubicon back up, over the non bsc wire, replaced the non bsc wire with a victory 18 guidewire, took the rubicon out and went up with a 4x80 sterling balloon and inflation was performed. The physician took the balloon back down, brought the balloon out, put the rubicon back up, took the victory 18 wire out, put the non bsc wire back up, and tried to go up with a 6x40 mustang balloon. The physician was not able to get the balloon to track all the way up. After that, the physician attempted to do that for about 15 minutes, so in between 10-15 minutes, the physician decided to crush the stent against the wall. A 8x60 stent was put over the non bsc wire, ballooned it up at the bifurcation, crushing three quarters of the stent, and then put the 8x60 stent underneath it, overlapped a few centimeters, and crushed the remainder of the stent up against the wall and the procedure was completed. No patient complications were reported and the patient had great blood flow and good distal pulses.